Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to the site to test the equipment. It was reported that one channel on the power enclosure was not outputting any voltage. The power conversion board was replaced, however the first replacement shipped to the representative was not functioning upon receipt. A second power conversion board was shipped and the replacement was performed. The imaging system then passed the system checkout and was found to be fully functional. The suspect power conversion board has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A site representative reported that, while in a spinal fusion, the imaging system displayed "initializing please wait" and would not progress past the prompt. Restarting the imaging system did not restore functionality. It was noted that the reported issue occurred when starting the imaging system. The surgeon opted to complete the procedure without the use of the navigation system. The surgeon opted to complete the procedure without the use of the imaging system. There was a reported delay to the procedure of less than thirty minutes due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
A generator isolated power control board was returned to the manufacturer for evaluation. Testing found that the board failed bench testing as the voltage was slightly below specifications. It was noted that the fans on the board were not operational as a broken fan wire was present.

Manufacturer narrative:
The bad at installation (bai) power conversion enclosure was returned to the manufacturer for evaluation. Testing found that the enclosure failed load box testing and that the indicator was off. The power conversion enclosure was returned to the manufacturer for evaluation. Testing found that the enclosure failed load box testing and that the indicator was off.